Manufacturer narrative:
One device was returned for repair. There review of service history found no relevant information. Event history showed cassette not attached properly errors. The downstream occlusion (dso) sensor is not functioning properly. Replaced dso sensor and seal. Ran functional test to confirm repair and updated software. The device was running normally after repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'cassette not attached' error. There was unknown patient involvement.